Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found to have entered backup vvi (bvvi) mode. Abbott technical support was contacted, however, the cause of the bvvi could not be determined. The device was reprogrammed to resolve the event. The patient was in stable condition.